Event description:
The customer indicated that the product was not working correctly. No injury was reported. Upon evaluation at valleylab it was noted that there was a break in the insulation of the cord that may have posed a risk to the pt or surgical staff.